Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a procedure, the catheter became entangled in the mitral valve and could not be freed. The catheter had to be surgically removed, and the mitral valve had to be replaced. The patient is stable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of entanglement was confirmed. No devices were returned for investigation; however, seven images were received. The images were of the catheter on either the ensite screen or fluoroscopy and showed the catheter loop entangled with itself. One photo showed the loop of the catheter post-removal; the loop was bent and twisted in multiple locations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported entanglement could not be conclusively determined.

Event description:
During a de novo af pvi procedure, the catheter became entangled in the mitral valve and could not be freed. The catheter had to be surgically removed, and the mitral valve had to be replaced. The patient was noted to have a slightly rotated anatomy and a very large left atrial appendage. The patient is stable. There were no alleged performance issues with the catheter.